Manufacturer narrative:
(B)(4). Concomitant medical products- oxf anat brg rt sm size 4 PMA, item 159569, lot 456070, therapy date - (B)(6) 2018, oxf twin-peg cmntd fem sm PMA, item 161468, lot 782280, therapy date -(B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01121 and 3002806535-2018-01146.

Event description:
Revision due to pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Right knee revision due to pain.